Manufacturer narrative:
Zimvie complaint number (B)(4). D10: ilpc341u, certain® low profile one-piece abutment 3.4mm(d) x 1mm(h). G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product evaluation, a fractured screw fragment was seen stuck inside of the abutment's top end.